Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The resident at the hospital, alleged that "the distal locking screw could not be screwed into the bone despite prior reaming. The screw was changed for another one, and the procedure was completed without difficulty. "